Event description:
It was reported that this right ventricular (rv) exhibited high out of range impedance measurements and high capture thresholds. The physician decided to have tachy set to monitor only so no inappropriate therapy occurred and also was programmed due to oversensing and pacing inhibition on the rv. Subsequently, a revision procedure was performed and the rv was surgically abandoned and replaced. The device reached elective replacement time (ert) and was explanted and replaced. No additional adverse patient effects were reported.